Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (stabbing, shooting) / severe and persistent pain / all the pain and issues") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 2001, (B)(6) 2004) and passed out. Previously administered products included for an unreported indication: nuva ring from 2010 to (B)(6) 2013 and mirena iud from 2004 to 2009. Concurrent conditions included obesity. Concomitant products included minocycline for acne and topiramate (topomax) for weight loss and migraine. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight increase"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("daily migraines / migraines") and acne ("severe acne that she was embarrassed to go out in public"). On an unknown date, the patient experienced depression ("depression"), loss of personal independence in daily activities ("unable to perform her daily chores") with myalgia and fatigue, menorrhagia ("heavy periods"), postoperative adhesion ("adhesions in multiple places in her body"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel"), rash ("skin outbreaks"), swelling ("her full body was so swollen") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (underwent salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, loss of personal independence in daily activities, acne, menorrhagia, postoperative adhesion, allergy to metals, rash, swelling and investigation noncompliance outcome was unknown and the migraine and weight increased was resolving. The reporter considered acne, allergy to metals, depression, investigation noncompliance, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, postoperative adhesion, rash, swelling and weight increased to be related to essure. The reporter commented: patient received treatment for acne,migraines,weight increase. Patient not sought treatment for depression, muscle pain and pelvic pain. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: all events, historical condition, concomitant condition, reporter, concomitant drug, added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (stabbing, shooting) / severe and persistent pain / all the pain and issues') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2003, multigravida, parity 4 ((B)(6) 2001, (B)(6) 2004), passed out, multigravida, breast cancer (mother) and anemia. Previously administered products included for an unreported indication: nuva ring from 2010 to (B)(6) 2013 and mirena iud from 2004 to 2009. Concurrent conditions included obesity, dyspareunia and dysfunctional uterine bleeding. Concomitant products included minocycline for acne and topiramate for weight loss and migraine. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight increase"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("daily migraines / migraines") and acne ("severe acne that she was embarrassed to go out in public"). On an unknown date, the patient experienced depression ("depression"), loss of personal independence in daily activities ("unable to perform her daily chores") with myalgia and fatigue, menorrhagia ("heavy periods"), postoperative adhesion ("adhesions in multiple places in her body/ multiple adhesions to abdomen wall the right side bowel"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel"), rash ("skin outbreaks"), swelling ("her full body was so swollen"), investigation noncompliance ("did not undergo an essure confirmation test"), back pain ("lower back pain"), hypoaesthesia ("numbing feeling in my rt shoulder"), visual impairment ("my eyesight is going"), memory impairment ("I can't remember darn things"), mental fatigue ("my brain is all sort of waked.") And procedural pain ("I am 3 day post op, I feel worst today . My brusing on my stomach is bad , pain med barely touch the paon"). The patient was treated with surgery (underwent salpingectomy / d&c, hysteroscopy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, loss of personal independence in daily activities, acne, menorrhagia, postoperative adhesion, allergy to metals, rash, swelling, investigation noncompliance, back pain, hypoaesthesia, visual impairment, memory impairment, mental fatigue and procedural pain outcome was unknown and the migraine and weight increased was resolving. The reporter considered acne, allergy to metals, back pain, depression, hypoaesthesia, investigation noncompliance, loss of personal independence in daily activities, memory impairment, menorrhagia, mental fatigue, migraine, pelvic pain, postoperative adhesion, procedural pain, rash, swelling, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for acne,migraines,weight increase. Patient not sought treatment for depression, muscle pain and pelvic pain. Current weight: 150 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : evens added- back pain, hypoaesthesia, visual impairment, forgetfulness, mental fatigue , post procedural pain. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (stabbing, shooting) / severe and persistent pain / all the pain and issues') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2003, multigravida, parity 4 (B)(6) 2001, (B)(6) 2004), passed out, multigravida, breast cancer (mother) and anemia. Previously administered products included for an unreported indication: nuva ring from 2010 to (B)(6) 2013 and mirena iud from 2004 to 2009. Concurrent conditions included obesity, dyspareunia and dysfunctional uterine bleeding. Concomitant products included minocycline for acne and topiramate for weight loss and migraine. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight increase"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("daily migraines / migraines") and acne ("severe acne that she was embarrassed to go out in public"). On an unknown date, the patient experienced depression ("depression"), loss of personal independence in daily activities ("unable to perform her daily chores") with myalgia and fatigue, menorrhagia ("heavy periods"), postoperative adhesion ("adhesions in multiple places in her body/ multiple adhesions to abdomen wall the right side bowel"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel"), rash ("skin outbreaks"), swelling ("her full body was so swollen"), investigation noncompliance ("did not undergo an essure confirmation test"), back pain ("lower back pain"), hypoaesthesia ("numbing feeling in my rt shoulder"), visual impairment ("my eyesight is going"), memory impairment ("I can't remeber darn things"), mental fatigue ("my brain is all sort of wacked.") And procedural pain ("I am 3 day post op, I feel worst today . My brusing on my stomach is bad , pain med barely touch the paon"). The patient was treated with surgery (underwent salpingectomy / d&c, hysteroscopy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, loss of personal independence in daily activities, acne, menorrhagia, postoperative adhesion, allergy to metals, rash, swelling, investigation noncompliance, back pain, hypoaesthesia, visual impairment, memory impairment, mental fatigue and procedural pain outcome was unknown and the migraine and weight increased was resolving. The reporter considered acne, allergy to metals, back pain, depression, hypoaesthesia, investigation noncompliance, loss of personal independence in daily activities, memory impairment, menorrhagia, mental fatigue, migraine, pelvic pain, postoperative adhesion, procedural pain, rash, swelling, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for acne,migraines,weight increase. Patient not sought treatment for depression, muscle pain and pelvic pain. Current weight: 150. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.